Manufacturer narrative:
(B)(4) d10 - associated medical devices: oxf twin-peg cmntd fem lg PMA; item# 161470; lot# 610960, oxf uni tib tray sz c rm PMA; item# 154723; lot# 625190, cobalt hv bone cement 40g; item# 402282; lot# 271180. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, approximately eleven years and two months post-implantation, they underwent a revision surgery due to poly bearing wear. Due diligence is in progress for this complaint; no further information has been received at the time of this report.